Event description:
The guidewire was being used with a valve tip catheter. As the wire was being withdrawn, it started to uncoil outside the catheter. There has been no claim injury related to the event.